Event description:
According to the reporter, the patient has experienced an infection after a thyroidectomy.

Event description:
Procedure: total thyroidectomy according to the reporter: three weeks after a total thyroidectomy, patient got infection. Patient had a large abscess in the neck (where thyroid was removed) and she needed a redo-operation. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment fell into the patient.

Manufacturer narrative:
(B)(4). Follow up report sent to FDA on 04/02/2015.

Manufacturer narrative:
This incident was reported in error as this product is not sold/distributed in the us.

Manufacturer narrative:
(B)(4). Initial report sent to FDA on 03/27/2015.

Event description:
Additional information provided by the account (reference (B)(4) for second case): first infection happened three day after surgery and second one month after surgery. They used a damp swab to saturate. The cases were done about a month ago. They did a redo operation for the patient, who has large abscess and another has still drain on the neck. Another patient is still in the hospital and another one has to do weekly hospital visits.

Manufacturer narrative:
(B)(4). Follow up report sent to FDA on 04/02/2015.